Manufacturer narrative:
A complete lead was returned in one piece. The reported events of noise and high capture thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿bent near the tip¿ was confirmed. Visual inspection and x-ray examination of the lead found the distal portion of the lead bent proximal to the ring electrode and the helix extended, stretched, and bent which is consistent with procedural damage. Unable to perform the helix retraction/extension mechanism test due to the ¿as received¿ condition of the lead. The cause of the reported event of ¿bent near the tip¿ is isolated to procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and high capture threshold. Upon fluoroscopy it was noted that the lead had moved from its original position. The lead was removed and evaluated but was now bent near the tip. The lead was explanted and replaced. The patient was stable.